Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump alarms were found to be working within product specifications, however, the speaker was loose inside the pump, causing the audible portion of the pump alarms to be very low in volume.

Event description:
The initial reporter stated that "the speaker does not work". The initial reported also stated that the complaint was found during testing, and no patient had been involved. (B)(4).